Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was changed several times, but an issue remained with the display. The status of the programmer was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the problem with the display. The touchscreen needs to be reseated. Cordbay flap is broken. Lower right bullet is missing. Keyboard latch is broken. Errors were found in the software history. The touchscreen was reseated. Cordbay was replaced. Lower right bullet was added. Lower case keyboard replaced with a salvage part. Software reinstalled and updated to new version. Touchscreen calibrated according to procedure. Device is cleaned. Passed electrical safety test and all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.